Manufacturer narrative:
03sep2021 additional information was received that the touchscreen was functioning as intended and settings or output/delivered therapy were not autonomously changing without the user's input. The authorized service provider(asp) determined the front bezel needed to be replaced. The asp replaced the front bezel and the issue was resolved. The issue was found during preventative maintenance. Based on this information, this is not a reportable event.

Event description:
The customer reported the nav ring does not move. There was no patient involvement.